Manufacturer narrative:
Kinetikos medical, inc sub-rep was present at the explant surgery in 2006. The pt had registered wrist pain. The pt's bone quality (density) was reported as 'normal'. The desired four-corner fusion of the carpal bones had not occurred. One bone screw appeared too long for the particular location it was positioned in (having protruded through and in to an unspecified carpal bone joint). Another bone screw had broken at the head close to the plate. The pt was not asked about a traumatic event that could have precipitated the breakage. No components were returned to kmi for eval as the pt insisted on keeping them for himself. The subject bone screw lot file could therefore not be researched. The explanting physician does not use the spider wrist fusion system for four-corner fusion procedures owing to what he refers to as limited x-ray interpretation of fusion. He did not venture an opinion as to the efficacy or quality of the original implant surgery technique experienced by this pt. It was not revealed why the original implanting surgeon did not participate in this explant. Corrective/preventive action planned: the root cause of the pt's pain appears to be a combination of inappropriate bone screw length selection (which resulted in carpal joint impingement) and/or a broken bone screw, the cause of which was not established. Given the (very) limited info made available, no corrective or preventive actions can be recommended.

Event description:
On 27 july, 2006, kinetikos medical, inc., was informed of the explant of a wrist fusion system implant from a male pt to address pain. The original implant date was not reported, nor was the original implanting surgeon identified. The explanted components were not returned to kmi for evaluation.